Event description:
It was reported that a patient with diabetes experienced hyperglycemia due to a suspected infusion set leak. Detected the smell of insulin and observed wetness on the bottom of the adhesive. Inspection revealed that tubing and cannula appeared normal, with secure luer lock connection, but adhesive was compromised. The patient noted a blood glucose reading of 456 mg-dl confirmed by fingerstick. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.